Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2017-01855. During follow up, t-wave oversensing and inhibition of ventricular pacing was noted. The lead measurements revealed normal values. The pacemaker was replaced but after connecting the new pacemaker to the lead, oversensing was again noted. A new ventricular lead was implanted and the old lead was capped. The event was resolved and the patient was in stable condition.